Event description:
Information was received from a consumer regarding a patient receiving intrathecal bupivacaine, ketamine, and sufenta via an implanted pump for non-malignant pain. It was reported that the patient dropped their handset and communicator last night and since then it was not working. The patient mentioned the handset has a crack on the screen and the communicator was also dropped and got wet with sink water. It was noted the handset/communicator were so fragile because this was the second set of equipment, they've 'gone through,' which was previously documented in a service case. It was reported prior to the equipment being dropped, they had issues connecting to the pump, where it would take around 15 minutes to the time from starting to connect until they saw the bolus delivered screen. It was noted it 'took forever to hold it (communicator) on my back' when connecting. When agent inquired event date, patient stated '3 months ago - I forgot to mention it at my last pain pump refill'. Agent reviewed and redirected to sunmed.

Manufacturer narrative:
Continuation of d10: product ID tm90t0, lot# serial# (B)(6), product type accessory, product ID a820 lot# serial# unknown, product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable pump infusing unknown drug for non-malignant pain. It was reported that the patient stated that their patient therapy manager (ptm) was not working. The patient said that it does not function. The patient mentioned they had spoken with medtronic (mdt) representative (rep) and had been told to request for replacement. The patient added that they had tried using the ptm all night on saturday (B)(6) 2026, but it was not working. The patient was unable to sleep for 3 days because they were not able to get bolus. When asked which device was not working and to describe the exact issue, the patient was unable to provide a clear explanation. The patient expressed difficulty using the device and disappointment over all. The agent had the patient connect to the myptm and the patient saw messages "no device found" and" no pump response", but the number under retrieving pump settings was also progressing. The patient was able to see their deliver bolus screen and was able to successfully deliver bolus. The agent assisted the patient in clearing the data to make the connect much faster. The patent stated that the last time they spoke to the mdt rep 3 days prior (B)(6) 2026, they had cleared the data, and they were unable to do it today since mdt rep was not available. The patient then again expressed disappointment on the product and how difficult to get a hold of someone to assist. The patient was able to successfully deliver a bolus. The agent was unable to obtain medication as patient disconnected. The patient was receiving 6 bolus per day.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.